Event description:
It was reported that surgeon did total revision of a right knee. There was a triathlon knee in, that was removed and replaced with a triathlon ts prosthesis. Both the femur and tibia were revised, due to bone loss.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that surgeon did total revision of a right knee. There was a triathlon knee in, that was removed and replaced with atriathlon ts prosthesis. Both the femur and tibia were revised, due to bone loss.

Manufacturer narrative:
An event regarding bone loss involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, patient medical records, and x-rays are needed to complete the investigation for determining the root cause.